Event description:
A caller reported a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete information on how to reset the pump, and the caller planned to perform the reset at their convenience, with a follow-up if the issue persisted.